Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a lost sensor alarm. The customer stated that she tried 5 new sensors out of a new box and none of them are connecting. The customer was advised that the transmitter did not communicate due to incorrect ID.